Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 14 fractured at the collar of the implant and the implant at tooth site 15 had a crack at the collar of the implant. Pain was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvmb13 (imp,tsv,mcol mg,3.7mm,13m) for evaluation. Visual evaluation was performed, signs of use, bone debris on internal and external threads. Damage to the implants was identified. Both implants collars were fractured. DHR review was completed for the subject lot number 62749134. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62749134 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use & clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.